Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that most of the bradycardia episodes recorded by the implantable cardiac monitor (icm) are actually atrial flutter. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.